Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. Following placement of a 7f non-boston scientific (non-bsc) guide catheter and a pt2 moderate guidewire, the target lesion was pre-dilated, and the 38 x 3.50 promus elite drug eluting stent introduced. However, while the stent delivery system was passing through the guide catheter, the catheter shaft broke, and deformation occurred. The device was removed, and the procedure completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone:(B)(6).